Event description:
A physician reported a pt who was originally skin tested on 20 november 1997 with negative results. On 4 december 1997 the pt rec'd her first treatment in the glabella and nasolabial folds. About 25 december 1997, exact date unk, the pt noticed a few bumps at the nasolabial folds and the glabella. In january 1998, the pt had eye surgery, not related to her collagen treatment, that required general anesthesia. The day after that surgery, the pt developed red bumps at all treatment sites. A few days later, exact date not known, the pt developed a red bump at the skin test site. On 5 february 1998, the physician diagnosed a hypersensitivity and prescribed aclovate cream and oral zyrtec for the symptoms. The pt reported that a few weeks later she experienced an exacerbation of the hypersensitivity symptoms after taking ibuprofen for an unrelated condition. The physician injected intralesional triamcinolone into the raised areas of hepersensitivity on 27 february 1998.